Event description:
Customer reports that the device delaminated during an open ventral procedure. The device was removed and replaced with a competitor product. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. The device is expected to be returned. Once the evaluation results are received, a supplemental 3500a form will be submitted accordingly.